Event description:
As no information was received regarding the reason for removal, a gross examination of the device revealed an anomaly in the tubing to cylinder #2. Therefore, qa considers this return is due to a complaint.